Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. Customer mentioned other blood glucose values such as 74 mg/dl, 72 mg/dl. The customer treated low blood glucose value with food and glucose tablets. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer using insulin pump within 48 hours of low blood glucose of event. Insulin pump had power error detected alarm. Customer was assisted with troubleshooting for power error detected alarm. Customer reported that they were able to clear and rewind the insulin pump. It was reported that notification light did not stop flashing immediately. The insulin pump will not be returned for analysis.